Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury ") and hypersensitivity ("plaintiff claiming allergy"). The patient was treated with surgery (removal of essure/ tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. New events - "abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, plaintiff claiming allergy, psych injury", new reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, leukocytosis, missed abortion, pregnant, grand multiparity and c-section. Concurrent conditions included dysfunctional uterine bleeding, uterine prolapse, dizziness, giddiness, polymenorrhea, ovarian cyst and chest pain. Concomitant products included fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depoprovera), nsaids and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("plaintiff claiming allergy"). The patient was treated with surgery (removal of essure/ tubal ligation, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity and vaginal haemorrhage had resolved and the depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted for date(s) of insertion: (B)(6)2012 and (B)(6)2011. Discrepancy for lab data previously reported hysterosalpingogram now states plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, dyspareunia, depression, anxiety lot number: 919037 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 919037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, leukocytosis, missed abortion, pregnant, grand multiparity and c-section. Concurrent conditions included dysfunctional uterine bleeding, uterine prolapse, dizziness, giddiness, polymenorrhea, ovarian cyst and chest pain. Concomitant products included fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depoprovera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("plaintiff claiming allergy"). The patient was treated with surgery (removal of essure/ tubal ligation, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity and vaginal haemorrhage had resolved and the depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for fallowing conditions: pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2011. Discrepancy for lab data previously reported hysterosalpingogram now states plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, dyspareunia, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received. Reporter information, medical history, concomitant drug, lot number added. Event: abnormal bleeding (vaginal), mental anguish, fatigue added. Event psych injury were updated as psych injury/depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.